Event description:
The customer reported the +19.5 diopter cc4204a collamer single piece lens tore during insertion and was removed without any patient injury. The cause of the damage is unknown.

Manufacturer narrative:
Reportedly, single-piece collamer iol tore off during insertion requiring intraoperative removal. The incision was not enlarged and no other tissue damage was reported. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2015 the most likely cause of the event was unknown. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation method: lens work order search. Results: visual inspection of the returned product showed the lens was received in 2 pieces and both the optic and haptics were torn. There was a clear surgical residue on the lens. A parent/child lens work order search was performed and there was one similar complaint found. Conclusion: based on the complaint information, product evaluation and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: based on the results of the DHR review, the available information given within this complaint, work order search, and the product evaluation, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).